Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experience st elevation. After a cavo tricuspid isthmus (cti) ablation st elevation was noticed. This cti ablation is considered off label use of the farawave catheter as the instructions for use (IFU) states the indication is only for pulmonary vein isolations. Nitroglycerin was administered and the st elevation resolved after approximately 25 minutes and the patient is considered fully recovered. The procedure was then completed with no further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.